Manufacturer narrative:
Brasseler is reporting this alleged product malfunction in an abundance of caution. The allegations of malfunction have not been confirmed due to the inability of brasseler to perform an investigation of the broken k-wire which were not returned by the customer.

Event description:
A .045 k-wire (km172-39-45) broke during a left elbow ulnar collateral ligament repair with internal bracing. It resulted in longer or time (patient under anesthesia longer) and an additional small incision to remove the broken guidewire. The surgeon was able to retrieve the entire broken piece and complete the surgery.